Event description:
The pt reported not being able to eat soon after having an adjustment to the lap-band. This progessed to back and shoulder pain until one month later another adjustment was made. This resolved the pt's pain. Two months later the pt felt the need for another adjustment, fill was increased. Three months later pt could eat much more and was experiencing slight pain in the port region. Fluoroscopy and endoscopy were performed and a band erosion was found. The pt had the lap-band system removed, drainage was noted at the port site and antibiotics were administered.